Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 10/20/2025. An investigation was conducted on 10/20/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the pa scrubbed in was starting the endoscopic harvest with dissection. After they screwed on the tip and entered the leg, they saw that the view was very blurry. They removed the endoscope and opened a second sterile scope. That one had a clear view and the harvest was able to be performed without further incident. No patient injury. There was a delay in the endoscopic harvest portion of the case as a second tray was obtained and opened.